Event description:
It was reported the lead was replaced due to impedance less than 200 ohms for quite some time with impedance at implant noted to have been mid 300 ohm range. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.